Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A replacement surgery was performed, during which the physician confirmed that the cuff may not have been functioning properly. All old components were removed, and a transcorporal approach was used to fit a larger cuff. No further patient complications were reported.